Event description:
While taking vessel harvest using the vasoview hemopro 2, the surgical assistant noticed pieces of the vasoview were either melting or cracking off into the patient's leg. They removed the pieces from patients left leg, and the "bad" vasoview was removed from the sterile field a new vasoview hemopro 2 was opened to the sterile field.